Manufacturer narrative:
H3. Other; h6 codes b20, c20, d1001: a unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. It was reported that the "vbx stent was left a bit under expanded due calcium/stenosis" and that "the patient generally had relatively small vessel diameters". The cause of the reported potential malfunction, partial deployment - partial stent expansion, is determined to be related to patient condition. This complaint was initiated based on information received from the field. The reported information indicates a potential device malfunctions. Additional information was requested; however, the following information was not reported to gore: a) unique device identification, b) clinical images enabling direct assessment of product performance, or c) product. The available patient information did add relevant information to further the device functionality investigation with respect to the reported partial stent expansion and the cause of the reported potential malfunction is attributed to patient condition. The information provided to gore cannot be connected to a specific device; therefore, this investigation is complete. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. B3: as the event date is only indicated as "(B)(6) 2024", the date (B)(6) 2024, was entered for this report. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D6a: as the implant date is only indicated as "(B)(6) 2024", the date (B)(6) 2024, was entered for this report. H3 other; h6 codes b20, c21, d16: a unique device identification number was not provided; therefore the manufacturing date and/or production details cannot be determined. The device remains implanted in the patient, therefore, a device evaluation could not be performed. The investigation needs to be completed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on an unknown date in 2022, this 55-year-old female patient was treated with a bare metal stent (bms) (unknown manufacturer) for stenosis in the right common iliac artery (cia). In (B)(6) 2024, a restenosis occurred and the patient was treated with a rotarex¿s rotational atherothrombectomy system (bd) and a paclitaxel-coated balloon (unknown manufacturer). A gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was implanted inside the bms. The proximal part of the vbx stent was left a bit under expanded due calcium/stenosis. In (B)(6) 2025, the patient stopped plavix (clopidogrel) medication. In (B)(6) 2025, the patient started to have symptoms, which developed into rest pain in right leg. Reportedly, the patient also had a right femoral-distal popliteal bypass. Narrow vessel general, external iliac 5mm, two outflow vessels which are not really huge. Common iliac diameter 7-8mm, distal aorta 11mm. The patient was applied to the hospital due to the symptoms, where a computed tomography (CT) was performed and it was noticed that the blood flow inside the vbx stent was not good. On (B)(6) 2025, the hospital found through angiography, that the vbx stent was occluded. The hospital performed a percutaneous transluminal angioplasty (pta), which opened a bit the right cia. The hospital tried to aspirate, but it was found that the lesion was like a "chewing gum". The hospital placed a new bms inside the occluded vbx stent and the angiography showed good results. The physicians stated that this incidence of occlusion was not related to the vbx stent, even though it was under expanded. The patient generally had relatively small vessel diameters. One physician mentioned that, in their experience, female patients who have not exercised during their youth and who are also obese tend to have a poor prognosis in this kind of cases. The physicians were not expecting good patency due to these patient-related factors.